Manufacturer narrative:
A review of the mfg records was not possible as the lot number of the device was not provided. The device was implanted for 2 years 1 month. The facility was using "remove adhesive solvent wipes." This solution is not recommended to be used on this catheter.

Event description:
It was reported that "at commencement of treatment, it was noticed that blood was oozing from the catheter. A small crack was seen. Catheter was clamped. A temporary femoral catheter was inserted to facilitate treatment in advance of the placement of a permanent dialysis catheter."